Event description:
It was reported to philips that the device had a damaged measurement panel. The customer requested assistance from a philips remote service engineer (rse). The customer explained that the measurement panel on the side of their unit was damaged and required replacement. The service order was initiated by the customer as a means to order a replacement measurement panel with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the measurement panel. Per customer request, a replacement measurement panel was ordered and shipped to the customer site to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device had a damaged measurement panel. There was no patient involvement.